Event description:
It was reported that a patient underwent a uterine procedure on an unknown date and an absorbable adhesion barrier was used. The patient experienced an allergic reaction and the patient's vesica urinaria became swollen. No additional information was provided.

Manufacturer narrative:
(B)(4) - allergic reaction. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.